Event description:
Head nurse reported to sales rep that the suture frayed during a coronary artery bypass procedure. Surgeon obtained a replacement suture and completed the anastomosis. No adverse pt consequences were reported.